Manufacturer narrative:
The hospital biomed replaced the flow sensors. No report of patient involvement. The hospital biomed replaced the flow sensors.

Event description:
The hospital reported the unit had a flow sensor eeprom failure. There was no report of patient involvement.